Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys total psa immunoassay results for one patient compared to a siemens vista analyzer. Refer to the attachment to the medwatch for all patient data. The total psa was reported as <0.1 ng/ml. The customer was not aware that the patient was treated based on the results and he did not know if the patient had his prostate removed. There was no allegation of an adverse event. The customer performed a biotin study which showed no interference. The sample had no change in results when treated with streptavidin. The customer declined a service visit as they did not believe there was an analyzer issue. He stated the cobas e601 results were probably correct as they were supported by a similar result from the beckman analyzer. The customer used cobas 6000 e 601 module serial number (B)(4).

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The provided data did not indicate an assay related issue.